Event description:
Customer reported they felt the vaporizer had no output. There was no report of pt involvement. Investigation/conclusion: the unit was returned to the mfg site for investigation. The unit was tested, and the output was found to be high to MFR's specs. The fault was found with the rotary valve and is considered a low occurrence. As stated in the tec 6 plus operation and maintenance manual, european standard en 740 - anesthetic workstations and their modules require that an appropriate gas monitor is used to monitor the concentration of anesthetic agent vapor in the inspiratory gas when the vaporizer is in operation in order to provide protection against hazardous output in the event of a device malfunction. Datex-ohmeda strongly recommends the use of anesthesia gas monitoring with this equipment.